Manufacturer narrative:
(B)(4). Batch # m93c71. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the unexpected noise could be heard when the I-blade got damage. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy, a breaking sound was heard when the device was activated with a stiff tissue clamped. Then, the device was removed from the patient and the doctor noticed that the I-blade was broken off. The broken blade tip was retrieved from the patient with a forceps. No pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.